Event description:
It was reported to the manufacturer that a patient who had been on therapy with dreamstation st30 ventilator passed away. There was no allegation that the ventilator caused or contributed to the patient's death. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation has been completed.

Manufacturer narrative:
The device was returned to the manufacturer's service center for evaluation. On evaluation, no cosmetic damage was found. One non-critical error code was noted in the error log for which the printed circuit assembly was replaced. The device passed full testing.